Event description:
It was reported that the patient asked to go down a fr size due to discomfort and bleeding. The patient has seen his doctor and the doctor has recommended him to go down to a 14 fr (no uti) the patient doesn't believe the bleeding was caused by an issue with the product. He and his doctor think he just needs to start using a smaller size. Pu ex was put in. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warnings: this is a single use device. Do not resterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness or death of the patient. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Precautions: do not use device if package is opened or damaged. Inspect the catheter before use. Do not use the device if damaged. Adverse reactions: urinary tract infection; bleeding from the urethra; irritation of the urethra. Self catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Instructions for use: review the self catheterization procedure with a healthcare professional. Always wash hands prior to use. Open the catheter package by gripping the white "v" notch and tearing downwards until insertion sleeve is fully exposed. If desired, use the adhesive label on the back of the package to hang the package on a nearby dry vertical surface while preparing to catheterize. Clean the opening to the urethra and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6 in from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. Note: if you are using a coude tip catheter, the raised notch on the catheter funnel will indicate the orientation in which the tip curves upward. Ensure that the coude indicator notch is facing upwards during insertion. Keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Corrections: a, d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient asked to go down a fr size due to discomfort and bleeding. The patient has seen his doctor and the doctor has recommended him to go down to a 14 fr (no uti) the patient doesn't believe the bleeding was caused by an issue with the product. He and his doctor think he just needs to start using a smaller size. It's unclear if lot number was requested. No additional information provided. Pu/ex was put in.